Manufacturer narrative:
Date of event: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed on the tubes that would indicate any interference attaching a label. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the retain samples, no issues were observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd microtainer® pst¿ tubes with lh (lithium heparin) had "labels not sticking to tubes".

Event description:
It was reported that bd microtainer pst tubes with lh (lithium heparin) had "labels not sticking to tubes".

Manufacturer narrative:
Correction: lot number changed from 719273n to unknown. Medical device expiration date: unknown. Device manufacture date: changed from 7/11/2017 to unknown.